Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip. A piece approximately 3.69 mm x 11.09 mm was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken off tip. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no information was received about the broken tip. There is no patient involvement with this instrument.